Manufacturer narrative:
Damage to the lead wire of the conductive link as it might be caused by minute device mobility was determined to be the root cause of device failure. The technical problems given in the patient report appear to match the damage found. This is a final report.

Event description:
In (B)(6) 2017 the recipient reported having no hearing sensation for the past three months. The patient has been explanted on (B)(6) 2017.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported having no hearing sensation for the past 3 months. The patient has requested a vsb re-implantation.

Manufacturer narrative:
Based on the received information and in-situ testing, a damage to the conductive link or to the device appears likely; however to determine an exact root cause of failure a device investigation to the explanted device would be necessary. Despite requested, no further information was received. This is a final report.

Event description:
The patient reported having no hearing sensation for the past 3 months. During this time the patient also has not been using the speech processor and did not seek a visit for a technical check of the device. Instead she provided herself with a new hearing aid. The patient has requested a vsb re-implantation.